Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The philips response center engineer discussed the event review for the attached central station monitor. The event review showed that the alarms had been paused/suspended during the time in question. The clinician were aware of the pt condition. Alarm suspension is adequately described in the device labeling (IFU). No further investigation or action is warranted.